Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: during testing, the pump powered on normally with audible and vibratory tones. An ez prime sequence was successfully completed with no errors. The pump was exercised for 24 hours on a 1 unit per hour basal rate; no 0.0 unit boluses were recorded in the pump¿s history. The keypad cover was undamaged and all keypad buttons responded appropriately. No hyper responsiveness was observed. A normal 10u bolus and a 10u audio bolus were successfully completed. Both were accurately recorded in the pump history. Unrelated to the complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was beeping randomly throughout the day but the patient was not received extra insulin related to the beeping. The reporter stated that the patient was not pressing any buttons at the time the beeping occurred. A review of the pump¿s bolus history showed multiple 0.00unit boluses. There was no noted damage to the keypad, and no keypad button response issues were noted during troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged bolus issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.